Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer received a minimum fill message after loading 200 units of insulin into the cartridge. Customer's blood glucose level was 159 mg/dl. Customer added additional insulin into the cartridge and resumed insulin delivery.